Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead, rv defibrillation coil impedance has slowly been decreasing and recently exceeded the programmed lower alert level triggering an alert for out-of-range / low impedance. Follow up was conducted and it as verified that no reprogramming has been completed. The lead remains in use. No patient complications have been reported as a result of this event.